Event description:
Material #: 306546. Batch #: 3131675. It was reported by the customer that there was foreign matter present on the syringe. Verbatim: one of my nurses brought this to my attention this afternoon. She said she opened this saline flush from the wrapper which was sealed. I checked four other flushes with the same lot number that were in her wow and none had any material that was visible by the unaided eye. I kept the syringe pictured here and another that appeared to be clear from the same lot number. What else needs to be done to address this issue. I have informed the vast majority of the managers and several of the supervisors and will be sending an email to my staff to pay attention. Do we need to pull the flushes with this lot number? Response received on 25-sep-2023: 1. Was the syringe used on patient? No it was not. 2. Please confirm if there was any adverse event or serious injury involved: no. 3. Are you able to provide the quantity of defective syringe? Only 1 found but pulled lot number out of inventory. 4. Was this noted before use or during use? Opened in preparation for use.

Manufacturer narrative:
H6: investigation summary: to aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality team. Through examination of the picture, grease was observed on the syringe barrel tip which would have occurred during the molding process. If the physical sample becomes available, additional investigation conclusions may be possible. A device history record review was completed for provided material number 306546 and lot number 3131675. The review did identify one potential non-conformance during the production process that could have contributed to this incident. It is most likely that the defective syringe was released due to an error in the containment of the product related to the non-conformance.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd posiflush¿ normal saline syringes, foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: one of my nurses brought this to my attention this afternoon. She said she opened this saline flush from the wrapper which was sealed. I checked four other flushes with the same lot number that were in her wow and none had any material that was visible by the unaided eye.